Event description:
New information received notes far r wave oversensing had re-occurred but the pacemaker and patient were just being monitored remotely. Programming was to be addressed at a future visit. There were no patient complaints or consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching triggered as a result of far r wave oversensing was observed on the pacemaker. Programming changes were discussed. Further information was requested but not yet available.